Event description:
The customer reported to inogen, that their device stopped working. Reportedly, troubleshooting was offered however the customer declined. In turn, the customer was hospitalized for four days. A replacement device was sent to the customer.

Manufacturer narrative:
The device was returned for evaluation; however, the evaluation was not yet completed. The investigation is ongoing, and a supplemental report will be submitted if additional information is provided by the user facility.